Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated that patient received the following results on an active system compared to a professional meter within 1 minute: 1. 117 mg/dl (active system) and 69 mg/dl (professional meter) 2. 110 mg/dl (active system) and 50 mg/dl (professional meter) reporter also stated that customer received the following results on the active system within 1 minute: 105 mg/dl and 49 mg/dl. All sets of comparisons were performed on different days. No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.